Event description:
It was reported that a piece of metal broke off inside the pt. Further, it was quickly resolved when th tip was suctioned out. There was minimal delay and no adverse consequences were reported.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.